Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was noted to have high impedance values on both leads, which prevented the patient from undergoing an MRI. Due to this issue, the physician replaced both leads.